Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return due to ofac restriction. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a speedband superview super 7 device was used during an endoscopic variceal band ligation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician tried to release the first band by rotating the handle; however, the bands were stuck and failed to deploy. Bleeding was noted afterwards and was resolved with surgery. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.